Manufacturer narrative:
Frozen display issue- no failure identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. While attempting to load a new cartridge onto the pump, the pump became frozen on the "prepare for fill" screen and the customer was unable to clear it. During troubleshooting with tandem technical support the screen was able to be cleared. Customer attempted to load a new cartridge onto the pump and received another cartridge alarm 19. Customer's blood glucose level was 146 mg/dl. Reportedly, customer has a back up pump for continued insulin therapy.